Event description:
It was reported to philips that image acquisition failed on the allura system. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation, it was identified that the event occurred on (B)(6) 2024. According to the additional information acquired, the system was in clinical use for a diagnosis. The procedure was completed as planned by restarting the system. The analysis of log file did not reveal any malfunction. A philips field service engineer (fse) inspected the system on-site and tested the image processing pc (ip-pc) and network connections, no issues were found. The issue could not be reproduced. The system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.